Event description:
A (B)(6) male patient contacted zoll customer support to report his charger/modem was not charging his batteries. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem won't charge batteries) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power brick could not be positively identified. No adverse event resulted from the defective power supply brick. The patient received a replacement battery charger/modem.